Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was stated that the customer was taken to the emergency room. The daughter stated that they took off the insulin pump and she passed half hour later. The caller also mentioned that when the device was removed the needle was bent. The daughter stated that her dad did not realize the seriousness of the event because it was not unusual for her mother not feeling well one day and feeling fine the next. No further information was provided.